Event description:
A medtronic representative reported that an angled spine clamp instrument was stripped. The medtronic representative was testing the instrument and stripped the cylinder the tightening screw fits into. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, is unavailable as the part was discarded. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis as the part was discarded on site.